Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator had inappropriately delivered therapy. Programming changes were performed. No additional information was reported.